Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage hazard alarms due to a loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted the log file. The log file contained approximately 4 days of data (on (B)(6) 2021 per the timestamp). The log file captured intermittent no external power and low voltage hazard alarms due to temporary losses of power while connected to the mpu from 19:53:57 on (B)(6) 2021 to 12:45:57 on (B)(6) 2021. The alarms were resolved each time power to the mpu was restored. The system controller backup battery supplied power to the system during all losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Multiple requests for additional information were made to determine the serial number of the mobile power unit (mpu), if the mpu will be returned for evaluation, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose at the wall/outlet or the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of event, such as a loss of power to the house; however; no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced several no external power alarms while tethered on the mobile power unit (mpu). The controller was momentarily disconnected from an external power source causing the controller to momentarily operate on emergency backup battery / power save mode. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. The log file also noted a transient backup battery fault which appeared to resolve. There were no other unusual events seen within the log files.